Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to being not able to breath and customer had experienced the high blood glucose. The customer¿s blood glucose was 514, 560 mg/dl. The customer stated that she was on steroids which was giving her the high blood glucose. The troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.